Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced reoccurring urinary incontinence due to urethral atrophy, and reservoir migration into the groin area. The entire aus was removed and replaced with a new device. No additional patient complications were reported.